Manufacturer narrative:
(B)(4). A customer stated that the tubing bubbles up at 3 inches above the male luer. This condition occurred during an infusion. An unknown baxter pump and baxter bag were used in this setup. Sample evaluation: a customer sent in an actual sample for an evaluation. The reported issue was confirmed as the sample had a deformation/ tubing bulge approximately 2 inches above the male luer. Based on the sample evaluation the sample did not leak. It appeared that the tubing deformation was caused by internal pressure which stretched the tubing. A batch review could not be performed as the lot number is unknown.

Event description:
A baxter customer service specialist (css) left a voice message for corporate product surveillance (cps) to relay a customer report for an interlink set that the customer stated, "the tubing bubbles up." Css relayed that the event occurred "a week ago", on an unknown date with "no known adverse reactions." Css advised that the customer contact does not know the lot number of the reported item. Patient involvement is unknown at this time. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.